Manufacturer narrative:
Explant was reported due to acute heart failure and dyspnea. The investigation found that all three leaflets were torn. Calcifications were present in leaflet 2. Leaflets 2 and 3 had fibrous thickening. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined, however, one tear was associated with a calcification, and the calcification noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
In 2015, a 27mm trifecta aortic valve was implanted. On (B)(6) 2019, the valve was explanted due to acute heart failure and dyspnea. A competitor's 25mm perimount aortic valve was successfully implanted. Post-operatively, the patient was stable.

Manufacturer narrative:
Further information regarding this event has been requested. The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2015, a 27 mm trifecta aortic valve was implanted. On (B)(6) 2019, the valve was explanted due to acute heart failure and dyspnea. A competitor's 25 mm perimount aortic valve was successfully implanted. Post-operatively, the patient was stable.